Event description:
Customer reportedly obtained results of approximately "200 something" mg/dl and 88 mg/dl on the compact plus system within 10 minutes. No treatment information provided. No adverse event reported. Requested return of suspect system and replacement was sent.